Manufacturer narrative:
A tandem clinical diabetes specialist (cds) followed up with the customer and on (B)(6) 2016 the customer declined to meet with the cds and that there was nothing that could be done regarding the high blood glucose levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels (20 mg/dl) the customer stated that the low bg was due to the body producing insulin antibodies. Although requested, the customer declined to provide additional information.